Manufacturer narrative:
The results of the investigation are inconclusive, details of the event were not available. Devices were not returned for evaluation. Based on the limited information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2019-09053 and 1627487-2019-09054. It was reported the patient had his scs system removed. The reason for the explant and the date of the procedure were undetermined. No further information was available at this time.